Event description:
The customer reported that the unit give oxygen not available. The customer reported that the unit was not in use on patient. The customer contacted product support and reported error messages on display is oxygen not available. The customer stated they have checked and the problem is coming from gds (gas delivery system).

Manufacturer narrative:
The customer reported that the unit was not in use on patient. It is during testing by biomed no patient involved. The gas delivery system was replaced. The replaced gas delivery system (gds) was returned for failure analysis. It showed that during visual inspection of the gas delivery system (gds) assembly revealed evidence of o2 valve j2 connector cracked in half. The o2 valve j2 connector was replaced. Further investigation heard leaking sound was coming out of data acquisition (da) pcba. Data acquisition pcba u17 (pressure sensor) vent hole leaking o2. During debugging, found u17 (pressure sensor) pin 1 output at 8.5 volts and should be at 1.5 volts on the data acquisition pcba. U17 was replaced on the data acquisition pcba. The component failure u17 on the data acquisition pcba created the o2 to leak and generated the oxygen not available. The customer reported problem was duplicated during the failure investigation of the returned (gds).